Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient receives a right knee superficial incision and debridement to treat pain, swelling, and purulent drainage secondary to postoperative superficial cutaneous abscess. Radiographic imaging identifies a well-fixed and stable tc3 revision knee. The procedure was done in by a wound care specialist. The patient is to continue oral antibiotic treatment. No products were revised. Doi: (B)(6) 2016 (patella), doi: (B)(6) 2018 (insert, tibial and femoral components), doe: 12 oct 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.